Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient had a break in aseptic technique further described as touch contamination during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by cloudy effluent. The patient was hospitalized for this event. The patient was treated with daptomycin (intraperitoneally, dosage and frequency not reported) and gentamicin (intraperitoneally, dosage and frequency not reported) during the hospitalization. The cause of the peritonitis was the touch contamination leading to a break in aseptic technique. The patient was discharged from the hospital after eight days. The patient was treated twice more at a clinic with vancomycin (intraperitoneally, dosage not reported). On an unreported date, the patient was retrained on aseptic technique. The patient was improving but still recovering from the event at the time of the report. Pd therapy was ongoing. No additional information is available.